Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that there was a primary installation of an inverse prosthesis with mgs on (B)(6) 2019. As the glenoid components are not grown in a revision surgery took place on (B)(6) 2022. The complete glenoid was removed: total glenoid side and the inlay shaft side. Implantation and conversion to cta was successful, patient is pain-free. The removed implants were not sent for clarification of a possible infection/bacteria. All tissue on the implant was removed. During revision surgery the following devices were also removed from patient: 1x ar-9560-24p lot: 5365. 1x ar-9562-24nl lot: 18.00142. 1x ar-9562-32nl lot: 18.00153. 1x ar-9563-24 lot: 2019000255. 1x ar-9563-36 lot: 18.01676. 1x ar-9503s-03 lot: 19.00664.